Event description:
It was reported that the 9 month follow-up that there was a stent fracture. The pt had a revascularization and pci. No add'l info has been obtained. The investigator assessment has not been received yet.

Manufacturer narrative:
(Secondary intervention) - conclusions: lack of info, films not received.